Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2013-05297, 1627487-2013-05298, 1627487-2013-05299. The patient has four leads (two are from the same lot) and an ipg for off-label use. It was reported the patient is no longer receiving adequate coverage. It was also reported the patient is experiencing pain and itching at the ipg and lead site. The patient will undergo surgical intervention to address the issues.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2013-05297, reference MFR. Report#: 1627487-2013-05298, reference MFR. Report#: 1627487-2013-05299. It was reported the patient continues to experience pain at the lead and ipg site. In turn, the patient has decided to deactivate her scs system. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.